Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation and a cavo-tricuspid isthmus (cti)ablation procedure, the patient experienced a tamponade. During some lesions below the right trunk of the pulmonary veins the patient became tachycardic, but the ablation perimeters remained good. Following completion of the pulmonary veins and moving to the ra to perform the cti the patient became hypotensive and dizzy, fluoroscopy and echo were used to visualize the perforation, and a pericardiocentesis was performed to stabilize the patient. There was no performance issue with any abbott device. The patient was to have a follow up a few days after the procedure.